Event description:
The physician reported that the subject lead was replaced due to an issue with the svc defibrillation pathway (unspecified). This pathway was reportedly deactivated a "long time" ago. The associated ICD was also replaced due to eri.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the subject lead was replaced due to an issue with the svc defibrillation pathway (unspecified). This pathway was reportedly deactivated a "long time" ago. The associated ICD was also replaced due to eri.